Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed that this device was previously serviced for the reported condition, in which on previous service the main batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed this condition as a battery depleted alarm. This condition was caused by the main battery voltage dropping below 10.8 v. No action was necessary to repair the reported condition. A follow up report will be submitted if additional information becomes available. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2011.

Event description:
The facility representative reported a colleague infusion pump which experienced a damaged battery. This event occurred during power-up. Quality engineering review of the device event history confirmed that this condition interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available at this time.